Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the doctor was pushing forward the guidewire, once it got stuck, he uses the other end and it got stuck again, then, while he was withdrawing the guidewire, he realized that it was broken (the spring separated from the wire).

Event description:
The customer reports: the doctor was pushing forward the guidewire, once it got stuck, he uses the other end and it got stuck again, then, while he was withdrawing the guidewire, he realized that it was broken (the spring separated from the wire).

Manufacturer narrative:
(B)(4). The customer returned one arterial spring wire guide (swg) and lidstock for evaluation. Visual examination revealed that one weld was completely detached from the core wire and not returned. This swg is symmetric in its markings so the distal end and proximal end cannot be identified. The other end of the swg was drastically misshaped. Microscopic examination confirmed the weld was missing and that the other weld was attached and fully spherical. The length of the swg core wire measured 462mm which is not within specifications of 495-505mm per swg product drawing. This implies that at least 33mm of the swg was not returned. The outer diameter of the swg measured 0.51mm which is within specifications of 0.508-0.533mm per swg product drawing. The undamaged portions of the returned swg were passed through a lab inventory ars and a lab inventory 18ga introducer needle with minimal resistance. A manual tug test confirmed the non-separated weld was fully attached. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The IFU also precautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The reported complaint of a separated guide wire was confirmed by complaint investigation. The core wire was returned broken, however only one piece was returned. The overall length of the core wire returned measured 462mm, which means at least 33mm of the wire was not returned. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, user error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.